Manufacturer narrative:
According to the field, the rv lead will not be returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise which resulted in pacing inhibition in a pacemaker dependent patient. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.